Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the new orders were not crossing over to the station. The technical support specialist (tss) dialed into the application server and ran a server downtime query, which revealed no issues, messages were crossing over successfully. The tss found a note from interface team and subsequently dialed into the care fusion coordination engine and requested the iest to check the interface management console. The tss then noted that the messages began crossing over to the es server. The tss finally confirmed with the customer that the issue had been resolved. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, new order was not crossing over. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, new order was not crossing over. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.